Event description:
It was reported that the patient developed an infection at the pocket site. The patient was prescribed antibiotics and was doing well post operatively. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).